Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome that on (B)(6) 2022 the patient passed away. The patient was found down at home and the cause of death was unknown. It was not indicated if the outcome was device or therapy related.

Event description:
Review of the log files found that the leading up to the pump off event, on (B)(6) 2022 at 12:05:01 the patient performed a battery exchange to a fully charged set of batteries. On (B)(6) 2022 at 0:46:47, the battery connected to the white power lead was disconnected. At 0:58:47, the battery connected to the black power lead was disconnected, and a no external power alarm activated. The pump operated on the backup battery. At 0:59:28, a battery was reconnected to the black power lead, and then was disconnected at 1:05:31. A no external power alarm occurred, and the pump operated on the backup battery. At 3:18:06, the motor speed was reduced from 4500 revolutions per minute (rpm) to 0 rpm. The pump was off for an unknown time. The white power lead was later connected to the power module, and the backup battery had been fully depleted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not conclusively be established through this evaluation. Furthermore, an analysis of the log files provided by the account confirmed a complete loss of power to the system controller resulting in a clock reset. This event appeared consistent with full depletion of the external and backup batteries, which ultimately caused a pump stoppage. The submitted system controller event log file contained data from (B)(6)2022 at 20:26:24 through (B)(6) 2022 at 03:20:54, followed by the pump stopping and the clock being reset to the timestamp of (B)(6) 2000. The inaccurate date was consistent with a total loss of power to the system controller and reset of the timestamp to the default (B)(6) 2000, per design, and corresponded with clock invalid controller fault flags and controller clock corrupt alarms. On (B)(6) 2022 at 0:46:52, the white power cable was disconnected. Following the event, a no external power event was then observed at 0:58:47, when the black power cable was also disconnected. At this time, the 11v backup battery supplied power to the system and pump function was not affected (refer to (B)(4)). The no external power event resolved when the white power cable was reconnected at 0:59:28; however, the black power cable remained disconnected. On (B)(6) 2022 at 01:05:31, a no external power event was observed again when the white power cable was disconnected. The 11v backup battery supplied power to the system and pump function was not affected; however, the backup battery ultimately depleted, resulting in a pump stop on (B)(6) 2022 at 03:18:06. Following the last known timestamp of (B)(6) 2022 at 3:20:54, a controller reset was captured. This corresponded with the date and time being reset to the default timestamp of (B)(6) 2000 0:00:000, indicating a complete loss of power to the system controller. The amount of time the patient¿s pump was off could not be determined through this evaluation. Despite the observed events, the pump appeared to function as intended at the set speed before all power was depleted. (B)(6) was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12may2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. *section 1 of this document lists the adverse events that may be associated with the use of the heartmate 3 lvas, including death. *section 1 provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. *section 2 - the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. *section 2 - system controller battery power gauge: the battery power gauge shows the approximate charge status of the power source that is connected to the system controller¿s white and black power cables. The number of green bars means power remaining. The more green bars mean the more power remaining. If either the yellow diamond or the red battery illuminate, immediately replace the depleted batteries with a fully-charged pair, or switch to the power module or mobile power unit. Yellow diamond: less than 15 minutes of combined battery power remain. This is an advisory alarm. Red battery: less than 5 minutes of combined battery power remain. This is a hazard alarm. Every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. *section 3 - switching power sources: this section explains how to switch from battery power to the power module and mpu. *section 6 - preparing for sleep: the patient must always connect to the power module or the mobile power unit for sleeping, or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms. The heartmate 3 lvas patient handbook is also available. This patient handbook contains the same warnings and steps that the patient should take when preparing for sleep. The alarms and troubleshooting section of the patient handbook details all system controller alarms and how to resolve them, including the low battery advisory and low battery hazard. Section 3 details how to check a battery's charge level, how to replace low batteries with fully-charged batteries, and how to switch power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.